Manufacturer narrative:
The removal date has been provided which is reflected in this follow up report.

Event description:
Component fractured. The removal date has been provided which is reflected in this follow up report.

Event description:
Component fractured.